Event description:
The customer contacted stryker to report the device had logged an event code in the memory which is related to a potential issue with the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified that the error code was logged in the memory of the device; however, the issue could not be duplicated. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report the device had logged an event code in the memory which is related to a potential issue with the device to deliver energy. There was no patient use associated with the reported event.